Event description:
It was reported that the device exhibited a power on reset (por), which occurred at the same time as delivery of high voltage therapy, and the wireless telemetry for the device had stopped working as a result of the por. It was suspected the por was due to "electrical leakage from the lead" and a short-circuit from the device. In addition, there was suspected right atrial (ra) lead damage from the high voltage therapy delivery, along with ra lead noise and an observation of elevated short interval counts (sic). During the device replacement procedure, it was noted the "leak site" could not be confirmed or specified to only the ra lead, therefore, the ra lead and rv lead were explanted and replaced. The device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d), which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6945 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.